Manufacturer narrative:
Additional data: work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: the lens was returned in liquid in the lens case/vial. Visual inspection found the haptic and optic torn. (B)(4).

Event description:
The reporter indicated that, a cq2015a intraocular lens, diopter +21.0 was "implanted and removed." Fail date reported as (B)(6) 2018. Attempts to obtain additional information have not been successful.